Manufacturer narrative:
Concomitant product: dtba1d1 ICD, implanted: (B)(6) 2016.

Event description:
It was reported that the patient was experiencing far field r-wave oversensing on the atrial lead. Reprogramming of the lead was done. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.